Event description:
The pt reportedly experienced sound quality issues. External equipment has been exchanged and programming adjustments were made. However, the problem was not resolved. Testing indicated that the device was functioning. Due to the lack of benefit from the cochlear implant, surgery to explant the pt's device will be scheduled.